Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
Ge healthcare was notified by vendor (B)(4) regarding medwatch# 5074316 that was entered by the customer. The customer reported that a patient had an MRI of the right shoulder and felt a burning sensation. Due to the patient size, padding was not provided to prevent contact with the bore. The technologist examined the patient and no areas of redness were noted. The patient was discharged and after returning home, the burning sensation persisted so the patient went to the emergency room where an area of redness was seen on the right shoulder and arm. The patient was diagnosed with a second degree burn. The patient was under continued care of his physician. The wound was not healing. The patient was referred to wound care who has been treating the patient.

Manufacturer narrative:
Ge healthcare's investigation has been completed. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding, and preparation of the patient, prior to starting the mr exam process. The lack of a functional chiller would have increased the patient bore wall temperature which would have contributed to patient warming; however, the complaint did not mention any instance of bore temperature trips so, the patient bore temperature would have been still within regulatory limits of less than 41 deg c.